Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device was intact. The customer stated problem was not confirmed. Did not notice error code 41171 during testing but noticed multiple time in event log history. The software was reloaded during the pm (preventative maintenance) procedure. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device displayed error code 41171 during bench testing. No patient involvement was reported.